Manufacturer narrative:
A photo was returned by the customer showing the clave at the upper lid of the burette. Fluid was observed at the connection of the semirigid adaptor of the clave to the upper lid of the burette. No samples were returned for investigation. The reported complaint of leaks can be confirmed on the 142730490 plum 150 ml burette set based on visual review of the customer-provided photograph. The probable cause is unknown. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause determined. The device history record (DHR) for lot 6871731 was reviewed and no non-conformities were found that would have led to the reported complaint.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The customer reported a fluid leak of 5-fu from the clave port of 150 ml cylinder during infusion. There was no obvious defects noted on the tubing set; no holes, cuts, tears or any other defects noted. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital. There was no cassette test failure. There was patient involvement; however, there was no patient harm as a result of the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. A photograph was provided by the customer and evaluation of this is still pending. Initial reporter additional contact: (B)(6).